Event description:
The distributor reported that the locator screw fractured inside the implant. The dentist removed the implant and locator.

Event description:
The distributor reported that the locator screw fractured inside the implant. The dentist removed the implant and locator.